Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the forceps elevator of the subject device remained being raised during est (endoscopic spincterotomy) procedure. Though it was taken time to change from the subject device to another similar device, the intended procedure was completed there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was checked by olympus medical systems corp. (Omsc) for investigation, and found the followings; investigation results; as a result of checking the subject device, it was could not duplicate and confirm the reported phenomenon, "the forceps elevator of the subject device remained being raised". It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was confirmed that there was no leakage. (Probable cause). Based on the investigation, omsc surmised there was the possibility this phenomenon was attributed to a convex part (like a spatter mark). Its convex part hindered the movement of the forceps elevator of the subject device. A convex part (like a spatter mark) might have been formed due to damage with sparks caused by high frequency output with the endotherapy accessory inside the subject device forceps channel or extremely near the forceps elevator. When the forceps elevator at the distal end of the subject device was raised, the coating of the knife wire might have been damaged for some reason, and the metal part at the distal end of the subject device and the knife wire might have been in contact with each other. Then it was presumed that the temperature became high and convex parts (like a spatter mark) might have been formed. (Mechanism of occurrence). Based on the investigation, it could not identify clearly the mechanism of occurrence of the reported phenomenon. If additional information becomes available, this report will be supplemented.